Event description:
The customer reported the patient was admitted to operating room for tonsillectomy and adenoidectomy. At the end of the procedure, it was noted that the patient had a burn on the right lateral inferior lip. The patient was discharged as scheduled.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, a sample has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.